Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A CT scan confirmed the recipient is reportedly experiencing a deep tissue infection/mastoiditis around implant, as well as bilateral otitis media. The recipient was administered antibiotics via pic line.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was prescribed steroids for the infection. The recipient is wearing the device. The recipient will be followed per center's protocol. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.